Event description:
Provider states mpj joystick started smoking and emitting a burning smell.

Manufacturer narrative:
MDR decision date: (B)(4) has been initiated for this issue. The malfunction has not been confirmed.